Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra sapien 3 transcatheter heart valve, the valve strut at the inflow level was noted to be bent outward after alignment was performed. Per report, it was noticed that more force than usual was required when advancing the 26mm commander delivery system from the descending aorta, towards the ascending aorta, causing an aortic dissection. The patient became immediately unresponsive and passed away.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: two struts observed bent at the inflow side. The instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and the following was observed: there was valve diving during valve alignment and/or tracking through the patient's anatomy. One frame strut bent outwards at the inflow side while tracking thv through anatomy. The reported event for frame damage was confirmed based on the evaluation of the returned device and provided imagery. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during unpacking or preparation. Per provided information, more force than usual was applied during valve alignment and while tracking the system through the aorta. While valve alignment was reported to be performed in a straight section, imaging review showed the valve is not coaxial to flex tip and valve diving. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and dive into the flex tip. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interferes with the passage of the delivery system and causes difficulty during tracking. If excessive force is applied to manipulate the device, it can lead to the crimped valve interacting with calcified nodules, resulting in the observed bent strut. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.